Event description:
Healthcare professional reported right side deflation. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp opening on posterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported right side deflation. The device has been replaced.